Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had scratches on the screen that did not affect ability to read screen, no delivery alarms, sometimes had to change out the whole set and insulin pump batteries lasting fifteen days. The device will not be returned for analysis.